Manufacturer narrative:
Concomitant medical products: pn:113053 versa-dial 50x21x57 hum head lot 466480. Product was not returned to zimmer biomet for investigation. System is not cleared for distribution/use in the us. Root cause attributed to patient injury. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that the clinical patient had an initial left shoulder arthroplasty on (B)(6) 2014. The patient experienced dislocation of shoulder and bilateral lower extremity fractures and knee dislocation due to an atv accident on (B)(6) 2015. Patient was hospitalized for one month in (B)(6) due to injuries sustained. Patient had a closed reduction procedure on the left shoulder.